Event description:
It was further reported that there was noise on the right atrial (ra) lead.

Event description:
It was reported that the patient had been feeling symptoms of dizziness and fatigue with physical activity. Review of stored device revealed a lead warning for the right ventricular (rv) pacing lead due to several low impedance counts and upward trending in ventricular capture thresholds. Episodes of ventricular oversensing that were causing pauses in atrial pacing were observed with patient arm movement. During device reprogramming, the patient received pocket stimulation when the rv lead was set to unipolar pacing mode. The device settings were optimized and the leads were left in service until the lead revision procedure could be performed a month later. During lead revision a fracture was confirmed in the right atrial (ra) lead as well as abrasion of the outer insulation. High impedance readings and oversensing in bipolar mode were noted for the ra lead at that time. The lead was explanted and replaced. A complete breach of the outer insulation was observed for the rv lead. The physician was unable to extract the lead so it was partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. It was also noted that the proximal conductor of the lead became distorted at the first rib/clavicle location while in vivo, the inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo, the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo, and the outer insulation of the lead was cosmetically impacted at the first rib/clavicle site while in vivo. The analyst noted that the damage did contribute to the electrical complaint. Products: 407652 implantable pacing lead 2009 (B)(6); addr01 implantable pulse generator 2009 (B)(6). (B)(4).